Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer¿s reported issue. Visual inspection revealed the o2 blender module was missing the top screw located on the o2 port. Further visual inspection revealed the bottom right and left screws were tightly torque onto the o2 port with no issues. With a known good o2 hose connected onto unit's o2 port, while supplying o2, there were no signs of a leak that could be heard coming from the o2 port. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit then passed 65.6 hours of extended bench testing, passed initial final test, and the initial alarm volume test with no issues. Carefusion replaced the screw to address the reported issue.

Event description:
It was reported by the customer that the unit had loose screws that were causing the unit to leak oxygen. The ventilator was alarming "low o2 pressure". This reported issue was discovered during set up, therefore there was no patient involvement.